Event description:
It was reported by the customer that a pyxis medstation system had a login issue. The customer stated that all the users are unable to login into pyxis "unable to authenticate" which is affecting the patient care and causing delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a log in issue. The technical support specialist found that the pyxis identity was stopped, restarted the pyxis identity to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.